Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unknown endovascular procedure. It was reported that at the index procedure, the reliant balloon ruptured during the second inflation within the patient. It was noted that there were no issues during device preparation and that, as the inflation occurred within the stent graft and the injection volume was within the specified range, the physician suspected a potential product issue. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported balloon burst could not be confirmed on the film provided; therefore, the cause of the event could not be determined. Procedural angiogram showing the burst event were not provided for review. The location in the patient's anatomy that the burst occurred was also not provided for a more specific review. Additional information received: it was confirmed that the balloon was inspected prior to use with no issues identified and was prepared and inflated in accordance with the instructions for use (IFU). There were no reports of calcification or plaque. It was noted that the rupture occurred while the balloon was fully positioned within the stent graft fabric, around the third stent of the proximal valiant captivia stent graft (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.